Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 47 mg/dl. Customer treated their blood glucose level with glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode. Customer was neither in emergency room, nor admitted into hospital, nor was in emergency medical service dispatched as a result of low blood glucose. Customer did not allege that the insulin pump was over delivering. Customer also reported hard to remove needle hub. The device will not be returned for analysis.